Event description:
At the end of the procedure, the doctor was removing the long sheath to change to a short sheath and the long sheath sheared off. Part of the sheath remained in the vessel. Pressure was held as the patient profusely bled and the doctor worked to get the sheared off portion out of the vessel. The removal was successful and did not require surgical intervention. The patient was given protamine to reverse heparin previously given and given one unit of blood.